Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 20:49:35. During night drain cycle four, the patient's ultrafiltration reading was 638 ml, indicating the home patient drained 638 ml more than their maximum programmed fill volume of 1000 ml. No further information was available.